Event description:
This is filed to report tissue injury. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4, an enlarged atrium, with a rough valve appearance, and vulnerable valve suspected. A mitraclip ntw was used, and placement was attempted at a2/p2. While trying to place the clip arm on the valve cusp, a rupture of the tendon was observed, and the mr slightly exacerbated. Difficulties grasping the leaflets and it became difficult to place the clip. Therefore, the clip was not implanted and was removed from the patient. Another mitraclip ntw was used to complete the procedure. The mr was reduced to grade 3. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported positioning failure (leaflet grasping - clip not implanted) appears to be related to challenging anatomy. A cause of the reported tissue injury (chordal rupture) could not be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.